Manufacturer narrative:
Evaluation summary: a non-qualified cartridge and a non-qualified viscoelastic were used. This lens model should only be used in qualified cartridges. The handpiece used is unknown. The root cause is most likely related a failure to follow the dfu. The account used a lens combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. A non-qualified viscoelastic was also used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the "lens broke as it was being inserted." The lens was replaced during the initial procedure with no harm to the patient. The complaint sample is not available for return. Additional information has been requested.